Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "staple came out at outer corner of instrument." Patient status: good.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device rapidly, the clip loaded under the jaw similar to the customers experience. The device was disassembled and it was noted there was an insufficient amount of grease spread evenly throughout the shaft. The insufficient amount of grease may have contributed to the improper clip loading and spitting. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented process enhancements intended to further minimize the potential for this type of incident to occur. This documents our final report.